Event description:
On (B)(6) 2012, pt's wife reported the pt went swimming in the ocean last month while wearing the infusion device and ever since, the device has not been working. Wife stated the infusion device has no power at all. Wife reported they have tried several batteries and the infusion device still won't turn on. Wife reported there is no visible water in the infusion device and no physical damage to the device or display. Advised wife infusion device should be disconnected while swimming or showering to prevent water damage. On follow up call on (B)(6) 2012, pt reported he was wave fishing in the ocean and was hit by some waves. Pt stated that is how his infusion device got wet. Pt reported when he got off of the boat, the infusion device displayed a battery error briefly and the screen was partially blank. Pt stated the display was blank where the basal rate would normally show. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, battery cover, and adapter for evaluation.

Manufacturer narrative:
.